Event description:
Wife of home pt reported home pt disconnected his transfer set from his catheter during treatment. Rn reported home pt has disconnected his transfer set from the catheter due to "confusion " three times. Rn reported the first two times, home pt's transfer set was changed and home pt was treated with 2 gm vancomycin x 1, as a precaution. However the third time, home pt was hospitalized for "confusion", and was placed on hemodialysis therapy. Rn reported user error contributed to the event. No pt injury reported per rn.